Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: fiber breakage, dents on the distal edge, bent and dented outer tube, and misaligned field of view (fov). A root cause could not be identified. Based on the investigation results, the most probable cause of the lens bend and shaft dents was traced to component failure. In addition, the broken fibers, dents on the distal edge, and the dented outer tube were traced to component failure. The misaligned field of view was caused by the bent outer tube. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video laparoscope had a bent lens and dents on the shaft. There were no reports of patient harm.